Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 115 mg/dl. The customer was able to clear power loss alarm and post-reset ram crc alarm. The customer was able to rewind the pump. The device will not be returned for analysis.